Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total mesorectal excision, at the mesenterica inferior, after stapling the vessel, the tissue had fallen out of the closed reload, in a direct way. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the loading unit had a full staple complement. Functionally the loading unit was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. The test media remained flat and spread between the locked jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.